Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: device evaluation: on investigation the display screen was noted to be dim/faded/discolored and the battery compartment was found to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue and a display issue. This report is made based on results of investigation completed on (B)(6) 2017.